Event description:
(B)(6) is the initial importer of the device which is a power chair. The end-user had the seat for approximately a year, he noticed a tear in the seat in december but continued to use the device. Provider called stating an end user suffered an injury using the trident hd. End user was reclining the chair when all of a sudden he was cut in the back by what they believe is the seat reclining mechanism. It punctured through the back seat somehow, and cut (B)(6) leaving about a 2" gash. He went to the hospital to get treated and received stitches. (B)(6) went to the hospital and received 3 butterfly stitches while he is currently on blood thinners.